Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/02/2016 with the following findings: a review of the black box showed one loss of prime warning with a low non zero force. The rewind, load, and prime steps were performed successfully with no alarms. No motor grinding noise occurred during the investigation. The pump was tested for 24 hours and no alarms occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged that there was a grinding motor noise. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.